Event description:
On (B)(6) 2016 it was reported that the patient underwent a generator replacement due to battery depletion. Diagnostics were normal. The explanted generator was returned for product analysis on 3/3/16. Product analysis is still underway and has not yet been completed.

Manufacturer narrative:
.

Event description:
It was reported that the patient has a depleting vns generator and requires a replacement. Clinic notes were received indicating patient the patient is having exacerbation of her depression likely due to an ineffective vagal stimulator. The patient was referred for generator replacement. Good faith attempts for further information were made but no additional information was received.

Event description:
Product analysis was completed on the generator on (B)(6) 2016. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The generator performed according to functional specifications. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device.